Manufacturer narrative:
(B)(4). The reported field event of the inability to remove the torque wrench from the setscrew was confirmed in the laboratory. Upon receipt, the torque wrench shaft was bent from the center of the wrench assembly. It is believed the damaged torque wrench stripped the setscrew and caused the field event.

Event description:
It was reported that the wrench was stuck in the set screw during pace generator change out. The device was replaced.